Event description:
Reference number (B)(4). Event occurred in saudi arabia. It was reported that the patient experienced hyperglycemia on (B)(6) 2026 due to air bubbles. The blood glucose level was high and patient was treated with correcteion via pump. No further information available.